Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information be received this report will be updated.

Event description:
Additional information indicated that this patient was advised by physicians that this crt-d must be replaced. However the patient has refused a replacement and the device will remain implanted. Risks have been discussed with this patient. No adverse patient effects were reported.